Manufacturer narrative:
Unconfirmed. The medical records provided indicate the patient experienced a traumatic event ((B)(6) 2005) fractured his pelvis and received an orif. Subsequently he underwent a series of surgeries to repair hernias to his left hip and inguinal incision sites, a bard composix kugel mesh was implanted ((B)(6) 2006) with difficulty due to decreased amounts of fascia to secure it as reported by the surgeon. Six months later during a consult, the surgeon stated "it is impossible to repair this type of flank herniation due to the severe loss of circumferential fascial tissue secondary to the medial anterior portion of his abdomen which has been destroyed by previous surgeries, mesh inserted into the preperitoneal area will not repair this type of hernia." A year later, a second bard composix kugel was used to repair a recurrence of the inguinal hernia. A year after that, both composix kugel meshes were explanted due to another recurrence. The medical records provided indicate that the patient had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The records do not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event. Information related to the recalled composix kugel mesh implanted on (B)(6) 2006 has been reported in accordance with (B)(4).

Event description:
Attorney reported: (B)(6) 2006 - patient had a bard composix kugel hernia patch implanted to repair a hernia. (B)(6) 2007 - patient was compelled to undergo surgery to have the previously implanted bard composix kugel hernia patch reapproximated. At that time, another bard composix kugel hernia patch was implanted. (B)(6) 2008 - patient had to undergo surgery to explant the patch that was implanted on or about (B)(6) 2006. Patient has suffered and will continue to suffer physical pain and mental anguish. Information from medical records received for review: (B)(6) 2006 - left thigh mass excision, left inguinal hernia repair with "an extended prolene system," left hip incisional hernia repair with bard composix kugel mesh. (B)(6) 2007 - repair of incisional and left inguinal hernia, lysis of adhesions. Previous bard composix kugel mesh was identified, mesh noted to be pulled away from the pelvic brim, mesh was reapproximated with interrupted #0 prolene sutures and re-attached to the pelvic brim. An additional composix kugel mesh was used to repair the recurrent left inguinal hernia. Mesh was sutured to the conjoined tendon along to cooper's ligament but was not sutured on the lateral aspect. (B)(6) 2008 - complex closure of recurrent left flank hernia with prolene mesh and miltek bone anchors, lysis of adhesions, all previously placed bard composix kugel mesh was explanted.